Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28572 it was reported that when the patient presented in emergency room, loss of capture on the right ventricular (rv) lead was observed. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was stable after the procedure.